Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that occlusion alarm number 26 occurred on her pump. The patient's blood sugar rose to 525 mg/dl, and required a bolus of insulin via the pump. After the bolus, the pump was still alarming. Per "5u system check," a blockage in the tubing was found. The patient was instructed to change out the tubing, which cleared the occlusion alarm. The patient then was able to resume insulin therapy. No additional health care assistance was required, and no permanent injury occurred.